Event description:
It was reported that the radio frequency (rf) head was not interrogating patient's implanted devices. It was exchanged for another head which was able to interrogate successfully. It was further reported that the pins on the keyboard of the programmer were broken and that the connector into the programmer may have been damaged. The rf head and the programmer were returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the pins on the keyboard were broken and the connector into the programmer was damaged. (B)(4): analysis confirmed the reported event, the rf head was unable to interrogate devices due to the cable being out of electrical specification.